Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
A mother reported on behalf of her daughter that upon removal the string pulled out of the tampons and the tampons fell apart. Her daughter was able to manually remove the remaining tampon pieces.